Manufacturer narrative:
A partial lead with the connector piece measuring 15.0 cm and the distal piece measuring 45.3-50.5 cm was returned for analysis. External insulation abrasions were noted at 11.3 cm to 11.7, and 14.3 cm to 14.7 cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at these locations. The inner coil was over-torqued. This is consistent with the observation from the field of stylet insertion failure.

Event description:
It was reported during an elective device changeout procedure, the physician decided to prophylactically extract the lead. During the extraction, the physician had difficultly inserting the stylet past the trifurcated yolk. The lead was eventually explanted. The patient condition is stable.